Event description:
The surgeon requested calculation for refractive surprise from staar's medical consultant after implantation of the silicone three piece iol. No further information is available at this time.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastic®). Expiration date - unknown. Evaluation conclusion: based on the information provided, we are unable to determine a specific root cause of the event. The lens remains implanted. (B)(4). Lens remains implanted.